Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This issue was discovered during the filling of the device with dextrose. This was further described as, ¿after filling it to a certain volume it was capped and it was evident that it was leaking where the tube comes out of the body of the infuser that carries the medication to the patient¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from january 18, 2022 - january 19, 2022. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye showed no evidence of leak on or in any parts of the entire device. Functional testing was performed by filling the device with green colored water. During fill, no evidence of leak was observed. After fill, the device was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.